Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to infection which started on (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the mastoid and around the implant. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. The explanted device has not been received for investigation yet.

Event description:
The user has been explanted due to infection which started on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect. According to the information received from the field the device was explanted due to an infection in the mastoid and around the implant. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Event description:
The user has been explanted due to infection which started on (B)(6) 2025.